Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-may-2021, serial#: (B)(4), UDI #:(B)(4), device available for evaluation?: no, dev rtn to MFR? No, mfg date: 16-jan-2020, device labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited no capture in two locations. During the third attempt a strong resistance in the traction of the wires was encountered when trying to bring the device in line with the delivery system, resulting in the tether breaking and release of the device to the pulmonary vein. The leadless ipg was recaptured with a snare and not replaced. No patient complications have been reported as a result of this event.